Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that death occurred. In (B)(6) 2013, the patient underwent a left atrial appendage closure procedure. A 21mm watchman closure device was successfully implanted. It has since been reported that the patient expired. The cause of death is unknown at this time.

Manufacturer narrative:
Death date, event date, describe event or problem: updated. (B)(4).

Event description:
It was further reported that the patient died in (B)(6) 2015. The death was not related to the watchman device.